Manufacturer narrative:
(B)(4). Therapy dates - this event occurred on an unspecified date in (B)(6) 2017. The user facility submitted medwatch (B)(4) for this event. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set overinfused. The reporter stated that the full 2 gram bag of magnesium had infused in 22 minutes instead of the expected 2 hours. The device was being used with an unspecified infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water was performed with no issues noted. A functional flow rate test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.